Manufacturer narrative:
The field service representative (fsr) inspected the module and determined the syringe assembly the likely cause of the imprecise results. The part was replaced, and the issue was resolved. No additional imprecise alinity I ca 19-9 result issues have been reported since the service activity was completed. The instrument service history review revealed no additional service tickets associated with imprecise patient results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. Trending review determined no trend for the issue for the product. Device history record review did not show any potential non-conformances, or deviations. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed alinity I ca 19-9xr imprecision while testing patient samples. The customer provided multiple examples. No patient information is available. It is unknown whether any of the patients are diagnosed with pancreatic cancer. It is unknown which results are considered to be correct. The following data was provided. Date initial repeat 1 repeat 2: 1/10 52.2 62.2 94.2, 107.7 125.7 163.6, 12/20 184 277.5 267.7, 12/19 105.6 133.8 157, 12/9 33.1 37.2 47.4, 48.5 56.6 75.6, 12/6 77.3 106.9 122.2, 11/22 74.5 88.1 117, 11/21 69.6 85.9 111, 16.1 12.4 20.6, 49.1 82.5 75.8 65 96 98.3, 11/4 392.4 497.7 569.6, 282.7 350.9 438.6, 10/25 47.6 64.7 75.3, 10/24 51 61 79.6, 10/21 44.6 27.3 26.1, 10/18 39.5 36.2 54.3, 10/17 333.5 390.4 468.6, 10/14 80.6 105.4 134.1, 10/7 48.7 40.1 60.4, 104.6 136.2 156.3, 9/21 262.4 306.4 387.1, 42.5 51.4 70.5, 9/20 55.7 66.8 81.7, 76.7 113.3 113.5, 38.4 34.9 52.5, 9/5 85.2 115.6 133.3, 9/2 101.9 126.7 154.7, 37.9 44.4 64, 8/29 157.2 184.1 245.1, 8/26 38 34.8 51.2, 8/12 55.9 80.3 90.1, 8/2 310.1 482.2 449.7, 7/29 56.9 93.6 73.8, 7/19 43.2 59.7 78.4, 7/11 163.8 195.3 240.6, 7/8 157.3 227.7 190.9, 6/21 38 44.7 55.6, 6/14 67.4 82.3 104.5. No impact to patient management was reported.